Event description:
In this event it was reported that two pairs of palodent plus forceps broke at the tip; no injury resulted.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report rec'd where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This report is for the first device. The device was not returned for eval and the lot number was not provided for retained-product testing and/or DHR review.